Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the monitor. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the monitor would flicker on and off on the system. No patient injury was reported.